Manufacturer narrative:
The patient's onset of short to shield issues is reported under MFR #: 2916596-2019-05376. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced asymptomatic low flow and low speed alarms for several days. Interrogation of the log files found four pump off alarms on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022; the patient was connected to battery power during these alarms. The patient was noted to be using an ungrounded patient cable since (B)(6) 2019. A phase to phase short was suspected. Two chest x-rays were performed but were inconclusive.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump-stop events can be confirmed based on the evaluation of the submitted log files. Throughout the captured data in the submitted log file, intermittent low speed, low flow, and pump-stop events were captured on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 while the patient was supported by battery power. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined through this evaluation. The account submitted 2 photos of the external portion of the patient¿s driveline. There was extensive rescue tape applied to the driveline; however, no damage was observed. The accounted reported that the patient experienced asymptomatic pump stop events while being supported by battery power, and they were already using a non-grounded patient cable. X-ray images were attempted, but the account was unable to obtain clear images. The patient reported that they haven¿t experienced any further alarms. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 30mar2015. The heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.